Event description:
Meter was inaccurately low. The patient tested on the meter and obtained a result of 105mg/dl, then tested on another meter and obtained a result of 148mg/dl. Meter to other meter is an invalid comparision. No harm or injury was reported. The test strips were in good condition, codes matched, the technique for cleaning the puncture site was not done correctly. The patient performed two control solution tests, which failed. There is no evidence that the patient sufffered a serious injury. No new items are being replaced for the patient.